Event description:
On (B)(6) 2003, the patient underwent treatment for a proximal type 1 endoleak after implant of an ancure stent that was placed (B)(6). A gore aortic extender component was placed. The endoleak was not resolved. The patient tolerated the procedure. Calcium was reported to be an anatomical consideration. On an unknown date in 2008, the patient was converted to open repair and the gore aortic extender component was explanted. The patient tolerated the procedure.

Manufacturer narrative:
Method: a review of the manufacturing records for the device(s) has been conducted. Results: a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. The gore excluder aaa endoprosthesis instructions for use (IFU) states: the aortic extender endoprostheses are intended to be used after deployment of the gore excluder aaa endoprosthesis. These extensions are intended to be used when additional length and / sealing for aneurismal exclusion is desired. Additionally, the IFU specifies: the safety and effectiveness of the gore excluder aaa endoprosthesis has not been evaluated in the following patient populations: revision of previously placed stent grafts. Adverse events that may occur and/or require intervention include, but are not limited to: endoleak, surgical conversion.